Event description:
It was reported that, the blade broke in the pt's mouth during a surgical procedure, but was subsequently recovered. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. The lot number detail provided is not a stryker lot number. It was not possible to determine the root cause for the alleged breakage.